Manufacturer narrative:
Issue was discovered during a pre-surgery check; there was no patient involvement yet. Additional product code: fsm. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported instrument was prepared for a surgery with trochanteric fixation nail advanced (tfna) long nail on (B)(6) 2016. The device was tested before the surgery and there was interference between the nail and the aiming arm. There is no information available about patient and surgical outcome. There was no surgical prolongation reported. Concomitant device reported: tfn-advanced long nail (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).